Event description:
(B) (6) customer reported that the needle prematurely released from the suture. A preliminary evaluation of the returned sample indicated that the needle broke. All fragments were retrieved. There were no reported adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.